Manufacturer narrative:
On 13/jul/2021, the device was returned to mentor for evaluation. On 22/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel breast implant was found to be ruptured. Mentor is prohibited from conducting further physical evaluation of this device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rupture can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, a lot number is not available, and therefore a manufacturing record evaluation could not be performed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with unknown mentor gel breast implant experienced left-sided implant rupture postoperatively. Rupture was discovered when the patient underwent explantation and replacement with mentor memorygel breast implants, 275cc on the left (catalog # 3502754bc, left lot-serial # (B)(4)) and 250cc on the right (catalog # 3502504bc, right lot-serial # (B)(4)) on (B)(6) 2021.